Event description:
A hosp director of cardiology/endoscopy reported that over an eight month period, four healthy patient became very ill with acute non-infection colitis within a few days of their first colonoscopy examination. Following the procedures, all four outpatients returned to the hosp and were subsequently admitted due to their condition. While in the hosp, each patient was re-scoped; biopsies were taken and sent to histology. The diagnosis for each was chemical colitis. On 7/8/99, the hosp director stated that all patients are fine.